Manufacturer narrative:
Device power up properly after battery installation. Device received with fully functional keypad. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and screen went blank. The blood glucose level was unknown. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm after troubleshooting. The customer advised to revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will not be returned for the analysis.